Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Asae/major bleed : the cause of the access site adverse event was use related as the bleeding was attributed to access factors including deep, high-angle entry with suspected arterial tenting and failure of closure to achieve hemostasis, requiring vascular intervention. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding at the access site. Manual pressure was held, protamine was given, and vascular surgery was consulted. The p level of the pump was decreased. A new pump was placed using the left femoral artery and the original pump was explanted.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.